Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Replacement of the damaged boom assembly (part number 3-45002-01) by the abbott field service engineer (fse) was considered to have resolved the discrepant methotrexate ii result issue. The fse resolved the issue through normal troubleshooting procedures. The tdxflx system operations manual provides adequate information for troubleshooting erratic results, including a damaged probe and incorrect probe positioning. Review of quality metrics determined that no trends for tickets with replacements of the boom assembly (part number were identified. Based on the results of the investigation, no deficiency or malfunction of the boom assembly was identified.

Event description:
The customer reported a tdx/flx methotrexate ii result of >1000 umol/l for a (B)(6) female patient with osteosarcoma. The analyzer generated a result of "no valid answer" which per the package insert required dilution. However, the customer reported the result as >1000 umol/l instead of performing the dilution. A physician questioned the result and the sample was retested. The retest result was 69 umol/l after manual dilution. Based on the initial reported result of >1000 umol/l, the patient was given treatment with calcium folinate and was monitored in the ICU. The customer stated there was no harm to the patient due to the calcium folinate treatment.